Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation device not returned.

Event description:
This pi is for the revision surgery on (B)(6) 2017 for pain and dysfunction whereby the insert was revised. Procedure: the patient underwent index left total knee replacement outside of cors scope. Patient underwent left knee revision on (B)(6) 2017 for pain and dysfunction only polyethylene was exchanged. Patient continued with pain and dysfunction, so underwent another revision, with off-label use on (B)(6) 2019.